Manufacturer narrative:
(B)(4). Date sent: 10/20/2025. Additional event information. The location of the transection is rs.

Manufacturer narrative:
(B)(4). Date sent 10/15/2025. D4 batch #682d44. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and a one battery pack were returned. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 682d44, and no non-conformances were identified. A manufacturing record was performed for the finished device cdh25p lot number a98j2v and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy for colon cancer, the device could not be fired after attached to the anvil during surgery. The battery was removed and inserted and the anvil was reattached several times, the device could be fired at the 3 times. The anastomosis was completed. The same device was used to complete the case. No bleeding or suture failure during surgery. The power (light) was on after the battery was inserted. The successful combination, the indicator was also within the green range. No electric scalpel was used when the trocar was inserted. There were no adverse consequences to the patient. No further information is available.